Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified issue was reported with the abbott diabetes care (adc) device in use with oppo cph 2245 with android operating system 11 version 2.13.1.11596. The customer experienced a signal loss an was unable to receive glucose alarms. The customer experienced having blurry vision and was able to self-treat with juice and jam. There was no report of death or permanent impairment associated with this event.